Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the array, and cut silicone overmold on the bottom cover prior to receipt. These are believed to have occurred during revision surgery. In addition, damage was observed on the antenna coil. The photographic imaging inspection confirmed an antenna coil break. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed the electrical test performed. The device passed the mechanical tests performed. The residual gas analysis result for nitrogen was above the limit indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture was observed. This device had broken antenna coil wires. A corrective action was implemented. In addition, the failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the array, and cut silicone overmold on the bottom cover prior to receipt. These are believed to have occurred during revision surgery. In addition, damage was observed on the antenna coil. The photographic imaging inspection revealed an antenna coil break. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. This is an interim report.